Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer's blood glucose during the incident was 52 mg/dl. Customer treated low blood glucose with food. Troubleshooting was performed and it was found that the vibrate mode was off. The insulin pump vibrated during the vibrate test. The insulin pump was returned for analysis.